Manufacturer narrative:
The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an abdominal pain and cloudy drain. The possible cause of the event was due to the food that they ate yesterday which was veggies with coconut milk. The patient was not hospitalized for the event. It was not reported if the patient was treated with any medication for this event. Action taken with pd therapy was not reported. At the time of this report, the patient has recovered from the event. No additional information is available.